Event description:
A report was received that the patient was receiving inadequate coverage due to high impedance readings. The patient underwent a lead revision during which the leads were replaced with a paddle lead. The patient is doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2138-70 serial: (B)(4), description: scs 70cm iii lead, explanted leads will not be returned to bsn as they were discarded by medical facility. It is indicated that the leads will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.